Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11165r23, implanted: (B)(6) 2002, explanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the patient had a pump placed several years ago and had significant problems with the pump. The patient had never done very well with the morphine pump to control his pain. The patient had several surgeries to stop a spinal fluid leak. The patient had a cardiac event during one of the procedures and had been on chronic anticoagulation. The pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp didn¿t seem to have notes from before (B)(6) 2007. The questions needed to go to the patient¿s previous surgeon. The patient never felt he got much benefit out of the morphine pump. It was stated that the spinal fluid leak had been going on for years. The patient was a (B)(6) who had a long history of back problems. The patient had multiple operations on back in the past. Then roughly three years ago (as of (B)(6) 2008), the patient had a morphine pump placed and was complicated by a spinal fluid leak. The patient went through multiple revisions on that pump. The patient presented in 2007 and the hcp tried to oversew that leak in the operating room (or) because the patient had a hard disk history; however, the patient continued to leak. It was stated that this was complicated by a myocardial infarction. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.